Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the ilet system displayed alert 19 indicating the cgm transmitter was not found while the user, who wears a dexcom g6 and had not completed initial training, self-started the pump; troubleshooting and education were provided, including guidance to repair and pair the transmitter and an explanation of pairing time. Symptoms included no reported adverse clinical effects. Outcomes included no impact to health, no medical intervention, and no hospitalization. Investigation included user interview and guided troubleshooting. Investigation of this case revealed a cgm pairing failure consistent with a connectivity or setup issue between the dexcom g6 transmitter and the ilet, resolved through re-pairing steps and user education. It was concluded, based on previously established findings for similar reports, that user setup and use error was the most likely cause.